Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - expertise files analysis could not confirm the reported events, as only two interrogations were recorded in the programmer memory on 28 july 2022. Nevertheless, the provided video confirmed that the screen of the subject smarttouch tablet froze during a pacing threshold test on that day. - based on available data, the observed issue during the threshold test most probably resulted from a crash of the programmer module, preventing any further action on the tablet. - however, the root-cause of the programmer module crash and the two reported freezes could not be determined with certainty.

Event description:
Reportedly, the smarttouch tablet froze three times during the implantation procedure of the device with s/n (B)(6). The two first freezes resulted in a loss of time, and restart of the tablet was observed in less than a minute. The third freeze occurred during a threshold test, and the session was consequently ended without any action from the user. Communication was therefore lost with the newly implanted ICD during this test.